Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a loss of therapeutic effect from their device. It was stated the pt went to sleep the night before without the stimulation turned on, and could not turn the stimulation on in the morning. The pt's device had not been on for 3 days at the time of the report. It was stated the pt pain symptoms in their right leg. Troubleshooting with the pt programmer was attempted. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.